Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system and lost stimulation a month ago due to non-functioning charging system. Reportedly, external devices will no longer communicate with their ipg. As such, the patient programmer displayed an error message thus deeming the ipg inoperable. Surgical intervention may be considered as the next course of action.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Correction: ¿date of event¿ had been omitted in earlier report. An estimated date has been entered.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.